Manufacturer narrative:
(B)(4).

Event description:
An attempt was made to treat a thrombolytic lesion in the left arm brachial artery that exhibited 80% stenosis using reef hp balloon catheter. The lesion was not highly calcified 0~10% and vessel exhibited normal tortuous. It was reported that the reef balloon ruptured in av access restenosis lesion pta in 16atm. Lesion was treated. The vessel angle is normal. The device did not encounter resistance during delivery. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Image review: two images were provided and analyzed, the images showed the procedure and the inflated balloon. Nothing further can be seen from the images supplied.